Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a broken knee that was not diabetes-related. The customer stated that since that event his blood glucose levels have been running high. The customer then stated that the doctor had tried to test the insulin pump by programming a bolus delivery for nine units of insulin. The customer added that his bolus wizard was set up with a 6 hour active insulin time and 15.3 units of active insulin. It was explained to the customer that the insulin pump would not estimate any insulin delivery as a result. It was further explained to the customer that testing for insulin delivery on the insulin pump should always be done through the fixed prime while the customer is disconnected so that it would not affect the bolus estimate. Nothing further was reported.